Event description:
It was reported that the pipeline could not be released from the capture coil during deployment. The device was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation was it was discarded. (B)(4).